Event description:
The patient had been lifted clear of the bath and was being lowered when a click was heard and the patient who was leaning forwards slipped further forward with the seat shell. The patient was kept secure in the chair by the armrests, assistance was given by the nurse present and one who arrived to give further help. The patient did not suffer injury, but the nurses present reported having neck, back and leg pains. 2 persons involved.